Event description:
Code key from device test strips do not match the code number on the box. There are no studies being conducted regarding this type of device and therefore any clinical significance is unk. A request was made for return product and replacement product was sent.